Manufacturer narrative:
(B)(4). No fault found. The reported defect could not be detected on the returned sample.

Manufacturer narrative:
(B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored

Event description:
It was reported that prior to use, incomplete endobroncial tube cuff deflation was confirmed. There is no reported patient involvement, serious injury, or death associated with this event.